Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4): no anomalies found. (B)(4). No anomalies found.

Event description:
It was reported that during implant attempt, while connecting the lead to the device the physician could not fixate the lead to the connector well. The physician tried to unscrew the connection to fix this, but the setscrew could not be unscrewed, despite multiple attempts with different screwdrivers. The device and the lead were not used and were replaced. No patient complications have been reported as a result of this event.